Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected a bag to the device after breaking the frangible. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during dwell one of five of peritoneal dialysis therapy. The patient connected a bag to the device after breaking the frangible. The technical service representative assisted in ending therapy. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.